Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The customer changed the infusion set 4 times because she received a no delivery each time she changed the infusion set. Customer's blood glucose level was 500 mg/dl. She was vomiting. The customer treated her blood glucose level with shots. The device was not returned.